Event description:
Caller alleged imprecision with inratio meter. Results as follows: first test inr = 1.8, second test = 1.2.

Manufacturer narrative:
Inratio precision data provided by end-user: first test inr = 1.8, second test inr = 1.2, mean = 1.5, sd = 0.42, %cv = 28%. The %cv is greater than 20%. Per internal procedure, tr 0150, the precision failed the criteria for precision. Products will be tested when returned.